Manufacturer narrative:
In this incident, a dr. Rec'd a package containing a separated proultra endo tip #5. Though there was no report of pt injury (as no pt was involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21cfr part 803. The device was returned, visually inspected, and found to have separated approx 16.5mm from the bend. Also, the package was found to contain the proper foam inserts included to protect the prod during shipping.

Event description:
It was reported that a dr rec'd a package containing a separated proultra endo tip. No pt injury resulted as no pt was involved in this event.